Manufacturer narrative:
Concomitant medical products: 37800 gastric mgu ipg, implanted (B)(6) 2019; 4351-35 gastric mgu, lead (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fluid overload. The implantable pulse generator (ipg) exhibited "weird pacing spikes". The ipg remains in use. No further patient complications have been reported as a result of this event.